Event description:
It was reported that the patient presented for follow-up with over-sensed noise exhibited by the right ventricular lead. The lead was subsequently explanted and replaced. The patient was stable.